Event description:
The customer reported a power supply failure. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a power supply failure. There was no report of pt involvement. The device was evaluated at philips. The symptom was clarified as the device failing to power up on ac power. Replacing the power pca resolved the issue.